Event description:
During an ercp procedure a tri-ex extraction balloon with multiple sizing was being used for biliary stone removal and sweeping the duct. It was reported that when the balloon was inflated to 15mm, a small perforation in the duct was noticed. The pt was reported to be doing well and did not undergo any additional procedures as a result of this event.